Manufacturer narrative:
The device passed the rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. The device functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level at the time of incident was 22 mg/dl. Patient's current blood glucose was 93 mg/dl. The customer was treated with food and glucose tablets. The insulin pump will be returned for analysis.